Event description:
It was reported that the customer passed away. It was stated that the paramedics were called to the customer's home as he had been experiencing low blood glucose levels and depression. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.